Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would display the message "connect electrodes" when the paddles were connected. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated to the reported event.

Event description:
The customer contacted stryker to report that their device would display the message "connect electrodes" when the paddles were connected. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated to the reported event.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was able to verify the reported issue. The technician observed that the device is in AED mode and the paddles will only work in manual mode. No device failure observed. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was determined to be due to the user error.